Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 599 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and discharged the following day with the issue resolved.